Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch stopped working during a procedure. The procedure was completed using the wired footswitch. A philips service engineer inspected the system onsite and re-established the wireless footswitch connection by disconnecting and reconnecting the wireless footswitch battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that wireless footswitch failed and the wifi indicator on the wireless footswitch was flashing red. When this indicator is red, it indicates that there is a problem with the wireless connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.